Event description:
Augmented in 1997. Leaked. Augmented again in 1982. No available info on that procedure or type of implant. Now these implants have apparently leaked also. In 2000 implants removed intact. No obvious leaks. Pt augmented with mentor silicone gel implants bilaterally.